Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusions set occlusion at site event on (B)(6) 2024 after 3 or more of insertion. Infusion set has not been used more than 72 hours. Insertion site was upper buttocks. Customer regularly rotate site location. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.